Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead had p-wave undersensing "anywhere in the atrium." After the device was implanted, on the same day, the ra lead dislodged. The device was reprogrammed until the next day when the lead revision was planned. During the revision operation the sensed p-waves continued to be low. After the implantable pulse generator (ipg) was connected the thresholds became unstable. The physician suspected a loose pin on the ra lead. A fluoroscopy was performed but it was unclear. When the physician pulled the lead softly, it did not come off, and no oversensing was observed. The physician disconnected and then re-connected the ra lead. After the tip of the ra lead was wet with saline solution the ra lead was disconnected and the physician could not fit it back into the ipg connector. The ipg was replaced and the lead remains in use even though the p-waves are still low. No patient complications have been reported as a result of this event.